Event description:
Procedure type: right carotid endarterectomy. According to the reporter: the suture broke after the anastomosis was complete and the patient lost 1 liter of blood. The doctor used suture to finish the case.

Manufacturer narrative:
According to the reporter, it is unknown what lot number was used during the procedure. Sealed samples from the following two lot numbers were sent to the manufacturing facility for evaluation: product code vp-703x, lot t7g0088jv; and product code vp-70px, t7a0191jv.